Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause was unknown. It was reported that the patient was not hospitalized for the event. The patient was treated with vancomycin injection (1 gram, intraperitoneal, frequency was not reported) and tobramycin injection (2 grams, intraperitoneal and frequency was not reported) for peritonitis. Five days after the event onset, the patient was recovered . Antibiotic treatment and pd therapy were ongoing. No additional information is available.